Event description:
It was reported that the surgeon could not break off some of the setscrews during tightening. The damaged setscrews were replaced with new parts and the case was completed with no further complications. No patient complications were reported.

Manufacturer narrative:
The devices were not returned to medtronic for evaluation. Unable to determine cause of the event.